Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified no other incidents reported for a gripper actuation issue from this lot. A definitive cause for the reported difficult to open or close (gripper actuation issue) in this incident could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). Two mitraclips were implanted without incident reducing mr grade to 3. During use of the third mitraclip, the physician reported that only one of the grippers were actuating with use of the gripper lever. The third mitraclip was successfully deployed reducing mr grade to 2. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.